Event description:
The customer reported that two reservoirs that would not lock into the transfer guard or the p-cap connector correctly. The customer explained he had to hold the reservoir into the transfer guard to be able to fill it with insulin. The customer's blood glucose was 74 mg/dl and he was in the hospital at the time of reporting this event due to issues unrelated to the insulin pump. It was also stated the insulin was squirting out of the customer's insulin infusion set during the manual priming process and troubleshooting was only partially performed for this separate issue because the customer ran out of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.